Event description:
The day after the carotid stenting procedure, the pt suffered a neurological deficit of behavioral change, and hemineglect and hemiparesis on the right-side. The pt was diagnosed with an ischemic stroke. The pt is a male who was consented to the study. The index procedure was completed in 2009, and pt was asymptomatic. The target lesion location was the proximal left external carotid artery. There was no occlusion in the contralateral carotid. Target lesion diameter stenosis was 80%. Geometry of the lesion was described as ulcerated and eccentric. Vessel tortuousity by visual inspection was mild. An angioguard distal protection device was used in the procedure. A precise stent was implanted for treatment of target lesion. The final target lesion percent diameter stenosis was 0. There was no malfunction with the stent. The procedure was completed. The pt left the angio suite neurologically intact. The day after the procedure, the pt suffered a neurological deficit. The pt was referred to inpatient rehabilitation,the symptoms are improving; however, memory deficits continue.

Manufacturer narrative:
This study patient, underwent carotid artery stent implantation and the day after the index procedure suffered an ischemic strike. This is a male pt with medical history including coronary artery disease, smoking, diabetes and hypertension. This pt met the high-risk criteria of age. At the time of the index procedure, the pt was asymptomatic. The target lesion location was the proximal left external carotid artery (l7) described as ulcerated, eccentric, mildly tortuous and 90% stenotic. There was no occlusion of the contralateral carotid. An angioguard was inserted, tracked, deployed and retrieved without report of difficulties. Pre-dilation was not documented. One precise stent was implanted without report of difficulties. The pt left the angio suite neurologically intact. The day after the procedure the pt suffered a neurological deficit of behavioral change, and hemineglect and hemiparesis on the right-side. The pt was diagnosed with an ischemic stroke. The event was evaluated and determined to be unrelated to the index procedure but related to the cordis product. The pt was referred to inpatient rehabilitation, the symptoms are improving; however, memory deficits continue. The stent remains implanted thus unavailable for analysis. The product was not returned for eval and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Ischemic stroke is a well-known potential adverse events associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that my travel upstream to the cerebral arteries potentially disrupting perfusion. There is not evidence that manufacturing issues contributed to the event. Review of the info suggests that vessel procedural factors may have contributed to the reported event.